Event description:
Port-a-cath implanted approximately 8 months ago. Under fluoroscopy, a disruption of the tubing was seen in the midportion where there was a kink with extravasation of contrast. The device remains in the patient; it has not been removed. The manufacturer has been notified. We have been working with the manufacturer for a few years to help us understand why we have so many cracked catheters: we are regularly seeing this kind of event. At this time, the cause is unknown.